Event description:
During the supraventricular tachycardia procedure, noise issues resulted in troubleshooting measures which caused a procedural delay. The amplifier was replaced and the procedure was completed with no adverse consequences to the patient. Noise was noted on the ablation catheter proximal 3-4 on ensite x. There was no noise observed on the non-abbott recording system (ge cardiolab). The ampere, ampere connect cable, egm, tacticath and safire catheters were replaced, and the system was restarted with no resolve. It was verified there were no bent pins. The amplifier was replaced to resolve the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. The field reported event was not able to be duplicated. Evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined.